Event description:
Surgeon was placing a right vena cava filter via right femoral percutaneous placement. Under fluoroscopic guidance, the release mechanism was activated and the filter was deployed. Further fluoroscopy revealed that only 1 prong had expanded from the greenfield filter. Computerized tomography scan on 1/27 revealed 1 tine of the filter at the origin of the left common iliac vein. All other tines are at the origin of the right common iliac vein, and the rest of the greenfield filter is in the lower inferior vena cava. From the computerized tomography, it appears that the tines have opened to a greater extent than on the intraoperative films, but are probably at the origin of the right common iliac vein. Pt returned to surgery 1/28/99 for vena cava filter placement via right intrajugular approach.